Event description:
Baxter (B)(6) received a report that an infusor had no flow prior to patient use. The device was filled with diluent, but did not infuse or prime. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The reporter initially reported that the sample was unavailable. However, the sample was returned to baxter for evaluation.evaluation summary:baxter received one sample containing no solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage or abnormality in the delivery tubing or in the reservoir that could have caused the reported condition. A functional test was performed by filling the reservoir with water and flow was readily observed at the luer and continued without stopping. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.